Event description:
It was reported that during a scheduled lead replacement procedure, electrocautery triggered elective replacement indicator (eri) alert. Device download was performed successfully to clear the alert. Patient was stable post procedure.